Event description:
It was reported that, during a meniscus repair surgery, the specialist used the clamp several times on patient without success, it was thought it was associated with poor quality tissue. In spite of it, the specialist tried to pass a few points again to correct the defect, but he did not succeed. After this, it was noticed that the clamp did not have the plate (suture trap). The knee was checked and it was evidenced that remains of plaque were completely removed. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the firstpass mini straight device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. A review of manufacturing records for the reported lot number 2035028 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual evaluation shows the device shaft is bent. The suture trap is missing. No manufacturing discrepancies observed. During functional evaluation, the two step trigger performed as intended, the jaw could open and close, and the needle could be extended without any issues. The needle went through a foam model and passed a stitch as intended. The complaint was not verified as the device performed as intended despite the bent shaft. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force. (2) tissue thickness. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 g3: company representative added. H3, h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Without the reported product a fully visual evaluation and functional cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: 1) excessive force 2) tissue thickness 3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.